Manufacturer narrative:
The reported events were lead dislodgement and helix mechanism issue. The helix was retracted and clogged with blood/tissue which is consistent with procedural damage. The reported event of helix mechanism issue was confirmed. X-ray inspection found over-torqued of the inner coil at the connector region consistent with procedural damage. X-ray examination of the helix mechanism found no anomalies or distortion of the helix that would have contributed to helix mechanism issue reported in the field. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue and over-torqued of the inner coil. Electrical testing did not find any indication of conductor fractures. Electrical testing found internal shorting due to over-torquing the inner coil inside the connector region. Visual inspection of the lead did not find any other anomalies except procedure damage. No other anomalies were detected.

Event description:
It was reported that there was an event of right atrial (ra) lead dislodgment and the helix was unable to retract. The right atrial (ra) lead was explanted. The patient was stable.